Event description:
It was reported that a request was received to verify ventricular capture on a stored electrogram. Technical review of the electrogram noted that capture is present however the amplitude and gain is low due to pace configuration. The pacing configuration was reported to be due to the atrial and ventricular leads being fractured. The atrial lead is reported to have fractured greater than two years ago, has high impedance and the ventricular lead approximately one year ago. The patient is reported to be asymptomatic. The leads had been reprogrammed and remain in use as the patient is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 implantable pacing lead, implanted: (B)(6) 2006; 4965 implantable pacing lead, implanted (B)(6) 2008; 5586 competitor implantable pulse generator (ipg), implanted (B)(6) 2008. (B)(4).